Event description:
Spouse of home pt (hp) contacted baxter's technical service center for assistance during hp's apd therapy. Reportedly, hp received a "check pt line alarm". While assisting the spouse of the hp in clearing this alarm, it was noted that the hp had connected to the homechoice set during priming. The technician assisted the spouse in continuing the current therapy, and spouse was advised on the proper connecting procedure. Follow up with hp's rn indicated no pt injury or medical intervention.